Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the end of an atrial fibrillation cryoablation procedure, the patient developed low blood pressure and a pericardial effusion was identified on intracardiac ultrasound.  All pulmonary veins had been isolated, and the cryoballoon and sheath were removed from the left atrium. The anticoagulant was reversed and an anticoagulant antagonist was administered per anesthesia. A pericardiocentesis was performed to treat the pericardial effusion. The patient was found to have a tear in the left inferior pulmonary vein, resulting in bleeding that required cardiovascular surgery to stop the bleeding. The patient required unexpected hospitalization, an intensive care unit visit, and additional surgical intervention to preclude permanent impairment. The procedure was completed with cryoablation, and the patient was reported to be stable and doing well post-surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: guidewire product ID: non-medtronic product product type: transseptal needle product ID: non-medtronic product product type: guidewire product ID: non-medtronic product product type: intracardiac echocardiography (ice) catheter product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the cryoablation was already completed when it was noted that the blood pressure was lo.w

Manufacturer narrative:
Correction: continuation of d10: product ID: 12fcc20 product type: sheath product ID: 990063-020 product type: mapping catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.